Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: ((B)(4)). A getinge field service engineer (fse) was dispatched to evaluate this unit and upon inspection, the fse was able to confirm and reproduced the reported issue. Based on fault code 63, found in the logs, the video generator board ((B)(4)), was removed form the unit and replaced with ((B)(4)). Since this did not resolve the issue, the touchscreen assembly (B)(4), was then replaced and the unit began functioning normally. After repair completion, unit passed all functional and safety test per factory specifications. The iabp was returned to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read : (B)(6).

Event description:
It was reported that before use and while setting up the cardiosave intra-aortic balloon pump (iabp)the touch screen became unresponsive and has a calibration issues. There was no patient involvement, and no adverse event reported.